Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing impedance out of range on the right ventricular (rv) lead. The device trigged a red alert. Technical services (ts) was consulted, and no noise was noted. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.